Event description:
A physician successfully placed a xact stent in a patient's left internal carotid artery. After the procedure, the patient experienced right upper and lower extremity weakness. A cat scan indicated that a stroke of the left parietal area occurred.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record reivew in this case.